Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer lost connection was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Application version: 4.2.3.

Manufacturer narrative:
Correction: additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) implant, the mobile programmer was set up, and an ideal telemetry position was identified. The analyzer initially functioned normally; however, once the ICD was connected, telemetry issues began. The telemetry signal was weak, with only intermittent connection, making it difficult to obtain sensing and impedance values. Threshold testing could not be completed due to telemetry loss, as charging would not initiate. The signal appeared disjointed and unreliable throughout the case. Even after repositioning the mobile programmer closer to the ICD, the issue persisted, and the mobile programmer continued disconnecting despite appearing connected. Troubleshooting steps were taken to include swapping out the mobile programmer for a legacy programmer to complete the case without further issues. No patient complications have been reported as a result of this event. Host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.